Event description:
It was reported a series of motor stall and recovery occurred without the patient having been exposed to an MRI. The pump¿s log revealed multiple motor stalls followed by motor stall recovery occurred from (B)(6) 2014. A motor stall occurred also on (B)(6) 2014 and there was no subsequent recovery. On (B)(6) 2014, the logs showed stopped pump period may exceed tube set. The patient experienced increased spasticity. No diagnostic testing or troubleshooting was performed. The location of the issue was the device pocket. The cause of the issue was not determined and product issue regarding motor stall was not resolved. The device system (pump and catheter) was replaced on (B)(6) 2014. The patient status at the time of the report was noted as alive, without injury. The pump was returned to the manufacturer. The pump was used to deliver lioresal. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft-bearing, battery high resistance.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8703w, lot# l63751, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.